Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the infusion tube disconnected from the headset while she was asleep. She experienced hyperglycemia but is unsure if this was the cause. The tube was securely connected to the headset before bed, and when she woke, the tube had disconnected and there was insulin leakage. She reported this has occurred a couple of times, and all of the alleged infusion sets have been discarded. The lot number was not available. No adverse event was reported.